Manufacturer narrative:
(B)(4). File no longer meets the criteria of a reportable event. Not reportable. New information received: the incident concerning the ¿burn¿ with the harmonic scalpel was reported as an¿ abrasion¿. Unaware of any needed follow up for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested from operating room: who was the surgeon? How long has the surgeon been using the har9f and gen11 generator? Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? How was it determined that the harmonic blade caused the burn and not another instrument? Where was the device being used when the burn occurred? What is the size of the burn? What part of the device is suspected of causing the burn blade. Shaft. What is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injury deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn? (Such as salve or stitches) are there any anticipated long-term effects from the burn? When was the burn noticed: during the procedure. Post-op? (When). Will the patient need any follow-up? Additional questions are: what was the procedure? What heat management techniques were used during the procedure? Can we obtain pictures of the burn? Was there any difficulty in attaching the disposable harmonic focus to the handpiece was the torque wrench used during assembly? Where was burn? When did the burn occur, during use of the device or when the device was resting on tissue? Did the generator display any alert screens during the procedure?

Event description:
It was reported that the doctor was performing a cyst excision, completed the procedure but noticed a patient burn, leaving a blister. No additional information was provided.